Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The bag to vent microswitch was replaced and new spring mechanism fitted to the device to resolve the reported issue.

Event description:
The hospital reported an error that resulted in an inability to switch from manual to mechanical ventilation. There was no report of patient involvement.